Event description:
The manufacturer's representative reported the pt was admitted to the hosp with "withdrawal symptoms." The pump had been refilled approx 3 weeks before with no volume discrepancy noted at that time. When withdrawing the drug out of the reservoir, the expected volume was 11cc and the actual was 1cc. The pt is reported to be doing better.

Event description:
Additional information from the hcp reported xrays of the catheter were done and found catheter to be intact. The catheter access port was accessed with return of cerebrospinal fluid. The pump was refilled with resolution of the pt's symptoms. The hcp reported he believes "the last refill was not into the pump and the pump went empty with withdrawal symptoms." The pt is reported to have recovered without sequela.